Event description:
A doctor initially reported growth of pseudomonas aeruginosa from piece of (system's) internal tubes in microbiological medium, potentially causing eye inflammation. Initial report was filed as mfg. Rpt. # 2028159-2006-00493. 11/16/2006: additional information received from the doctor noted there were ten cases occurring between 10/2006 and 11/2006. These additional 9 cases reported as mfg. Rpt. #: 2028159-2006-00502, 2028159-2006-00503, 2028159-2006-00504, 2028159-2006-00505, 2028159-2006-00506, 2028159-2006-00507, 2028159-2006-00508, 2028159-2006-00509, 2028159-2006-00510. No cultures were done because in normal procedure the patient is taking antibiotics after surgery. The inflammation occurred three to four hours after surgery. 11/28/2006: additional information from the doctor indicated pt's had: "corneal edema. Anterior chamber filled with numerous inflammatory cells. Fibrinous membranes proliferating in the pupillary aperture extend to the iris and touch the cornea with digitate process. In the anterior chamber a conglomerate of gelatinous tissue located in projection of the pupillary aperture." This was reason for prolonged hospitalization. Normal stay is one day. This pt's event duration was 4 days: hospitalized. Outcome is excellent. There was no unplanned medical or surgical intervetion.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.